Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, the patient became hemodynamically unstable with cardiogenic shock requiring vasopressor support. The sternum was opened and cardiopulmonary bypass was initiated. It was confirmed that the valve was functioning properly and an attempt was made several times to wean the patient from bypass without success. A temporary centrimag left ventricular assist device (lvad) was placed. The patient continued to demonstrate hypotension despite multiple vasopressors and was not a candidate for permanent lvad. Care was withdrawn and the patient died 3 days later.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided, the cause of the reported issue cannot be determined. Cardiogenic shock is a potential procedural complication per the corevalve IFU and can be associated with any cardiac or thoracic procedure, open or catheter-based. Patient death is an inherent risk when the patient condition is such that a valve replacement is needed to sustain cardiac function, and it can occur despite an ideal implant procedure and device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. (B)(6). (B)(4).